Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had failed drawer. A field service engineer confirmed that a magnet had dislodged from the inspection unit and subsequently replaced all inspection units in the main station. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer become jammed, specifically drawer 6, and an error message indicating that required maintenance is needed has appeared. A customer has reported that the user was unable to dispense medication for the patient due to a reported malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.